Manufacturer narrative:
(B)(6). (B)(4). Device was not returned to manufacturer therefore the cause of the event could not be determined.

Event description:
It was reported that intra-op, back of the implant partially chipped off during usage with implant inserter while attempting to mallet implant into disc space more anteriorly. The product came in contact with the patient. The product broke. No fragment of the product remained in the patient. No patient complications were reported.